Manufacturer narrative:
It was reported that the pen needle (article 700000176, batch 211057-02) broke off during injection. The suspect pen needle was not returned to the manufacturer. The investigation started with a review for any internal deviations during production. There were no abnormalities or deviations from the validated manufacturing process found. Resistance to breakage test according iso 9626 was also performed on 5 samples retained from same batch number. The test resulted in no visible breakage during the 20 complete cycles with forces applied in the reverse direction at a rate of 0.5 hz using the required 20° ± 1° angle used for thin-walled tubing. Based on the investigation performed, the issue reported cannot be confirmed, no broken cannula could be replicated.

Event description:
On (B)(6) 2022, while performing an insulin injection for the patient, the needle was broke off. The needle was replaced and the injection therapy was continued without another issue. The issue was then reported to ypsomed on (B)(6) 2022. Upon investigation, on (B)(6) 2022, it was found that no intervention was necessary. The piece that broke off was not left in the patient's body upon the doctor's inspection. In addition, the contacted person did not remember whether the front cannula or rear end broke off.